Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 95% stenosis in the proximal circumflex. The indication for the procedure was non-st elevation segment acute coronary syndrome. The lesion was described as 10mm in length, class b1, severely calcified, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 12mm balloon at 6atm and a 3 x 13mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.25 x 8mm balloon at 15atm. At screening, the patient's cardiac enzymes were reported to be normal, but the troponin I was 0.08 (0.04 ul) at 6-12 hours post index procedure; and ck-mb was 7.2 (6.3 ul) and troponin I was 0.49 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab report was unavailable and the ECG tracings were not received from the site. The elevation in enzymes was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, atorvastatin, beta blocking agents, bivalirudin, carvedilol, plavix, hmg coa reductase inhibitors, and lisinopril. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, most recent CABG 1997, hyperlipidemia, hypertension, most recent mi (B)(6) 2010. At the time of index procedure, the angiography revealed 95% stenosis in the proximal circumflex. The indication for the procedure was non-st elevation segment acute coronary syndrome. The lesion was described as 10mm in length, class b1, severely calcified, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 12mm balloon at 6atm and a 3 x 13mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.25 x 8mm balloon at 15atm. At screening, the patient's cardiac enzymes were reported to be normal, but the troponin I was 0.08 (0.04 ul) at 6-12 hours post index procedure; and ck-mb was 7.2 (6.3 ul) and troponin I was 0.49 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab report was unavailable and the ECG tracings were not received from the site. The elevation in enzymes was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079444 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.